Manufacturer narrative:
The sample device was not returned for investigation. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A materials specialist reported that after an intraocular lens (iol) was implanted, the patient was intolerant to the lens and could not see well. The lens was exchanged for a different model approximately 3 and half months after initial implantation. Additional information has been requested.